Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the port was placed via the left basilica vein for chemotherapy. The physician accessed the port and was unable to aspirate or flush to confirm patency. The decision was made to remove the device. Catheter migration into the right atrium was confirmed via x-ray. Catheter and port body were removed successfully. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one slimport with 6fr catheter in two segments were received for evaluation. A complete circumferential break was noted on the proximal end of the catheter. The break is characterized by catheter wear, and a rough break surface. Therefore, the investigation is confirmed for a subcutaneous break with embolism. The reported aspiration is likely a cascading issue resulting from the break, however the definitive root cause for both the reported aspiration issue and the identified break could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date:09/2018).

Event description:
It was reported that the port was placed via the left basilica vein for chemotherapy. The physician accessed the port and was unable to aspirate or flush to confirm patency. The decision was made to remove the device. Catheter migration into the right atrium was confirmed via x-ray. Catheter and port body were removed successfully. There was no reported patient injury.